Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0qpsb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had spasmodic pain in the vaginal area and back to anal area when they stood or moved around. The patient had minor instances in the past since implant, but none as severe as today. The patient had occasional overstimulation in the past with stimulation sensation "bleed over" causing the anus to have contractions lasting 30 to 60 minutes. The patient also had several bladder infections since implant. The patient was working with a manufacturer representative to coordinate a time to help reprogram the implant to make it better. The patient's amplitude was set to 0.0v and they turned the implantable neurostimulator (ins) off. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.